Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating to the server. A field service engineer checked the network cable and confirmed it was properly connected to the correct communication sled port. Entered diagnostics and reviewed network status, where the port appeared disconnected. Moved the ethernet cable to different wall ports; when connected to the orange ports, the station began communicating. It was likely that the cable had been moved previously without awareness that it should not be relocated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with server, remote support services was offline. The customer mentioned device was in critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.